Manufacturer narrative:
The reported condition of failure code 808:02 was confirmed but not duplicated. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. (B)(4)

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). The device has not been previously sent into service for the reported condition of "fc 808:02." See service. (B)(4)

Event description:
The facility representative reported a colleague device "808:02" complaint. The problem was observed during programming / set up before patient use. Although baxter attempted to obtain information, additional details were not available. No patient injury or medical intervention occurred. This device utilizes user interface module master software version 5.09.90 categorized as remediated. During review of the event history by baxter it was determined that the reported condition occurred on (B)(4), 2010, during delivery causing an interruption of delivery.